Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant this right ventricular (rv) lead had to be repositioned due to poor sensing. The helix took 24 turns to initially extend and 12 turns to retract. After finding a new positon the helix was extended again and it took 28 turns to extend the helix. A good positon was still not seen thus the helix was turned in the upwards of 30 times. The physician felt like the helix extension was erratic and rapid thus this rv lead was abandoned and a new lead was implanted. No adverse patient effects were reported. This lead will be returned.